Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that the unit was displaying an intermittent image due to a damaged printed circuit board. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, a damaged printed circuit board was discovered and caused the unit to display an intermittent image. Additionally, the bottom chassis, top cover, and front panel were all in poor condition and need to be replaced. One of the scope sockets had gone bad, and the software was found out of date. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/damaged printed circuit board(s) could not be identified. Olympus will continue to monitor field performance for this device.